Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
Literature reference: anderson s, et al. "Gastric electrical stimulation for intractable vomiting in pts with chronic intestinal pseudoobstruction". Neurogastroenterol motil 2006; 18(9):823-30. Pt diaries, hospital records and investigation results before and after treatment were studied and compared to evaluate the long-term effect of gastric electrical stimulation (ges). Three diabetic pts died during follow up due to cardiovascular complications.